Event description:
During a cataract extraction procedure, there was aspiration lock up after using the scissors mode on this ophthalmic microsurgical unit. Another unit was used to complete the procedure.